Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was in emergency room due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 400 mg/dl. The customer was assisted with troubleshooting. Customer experienced symptoms such as vomiting related to high blood glucose level. Customer was unable to complete carelink upload. The customer was treated with insulin. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.